Event description:
Ous MDR - the pt reported a "violet hit". When the device was checked, shortly after this event, the ICD couldn't be interrogated. The pt presented to the hosp and it couldn't be interrogated there either. The pt was admitted to the hosp, and a revision was performed. Insulation damage on the associated lead was observed during the explantation. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
After it was received, the ICD was first visually inspected. During the inspection, the abrasion and sparkover traces could be noted on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during the shock delivery between the housing and the hv-1 conductor of the lead. Confirming the clinical observation, the ICD could not be interrogated. In a next step, the housing of the ICD was therefore opened and the internal structure was examined. During the inspection of the electronic module, damage to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the housing. The damage to the final shock stage resulted in a high current, which led to the discharge of the battery and thus to the clinical observation. This damage manifestation indicates a lead insulation that was defective due to abrasion at the housing, as could be during the lead analysis. This is not a device malfunction. There was no material defect of mfg error.